Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal refixation surgery, the t2 implant of fast-fix was not holding in place. The procedure was completed with a non-significant surgical delay using a back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. There is debris on the device. A functional evaluation of the returned device finds it cycles as designed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed, and the root cause could not be determined. Factors that may have contributed to the reported event include unintended excessive force or an attempted correction of a damaged device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.